Event description:
It was reported that the customer had high blood glucose levels of 243 mg/dl. It was reported that the buttons of the insulin pump were unresponsive. The customer also reported feeling that her blood glucose levels were low. The customer reported treating with juice. The customer also reported that the insulin pump was exposed to an x-ray and magnetic resonance imaging. The customer was unable to troubleshoot because the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed functional tests. The insulin pump had intermittent button response due to moisture damage keypad trace. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.